Event description:
It was reported that a patient underwent a pancreatectomy procedure in 2009. The patient experienced bleeding from the end of the gastroduodenal artery one week after the procedure. The surgeon opined that one possible cause of this event was that vessel damage occurred due to negative pressure and the vessel was touched by the drain. Additional information has been requested, but no further information has been made available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.